Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while servicing equipment, a screw for the suretrak clamp was inadvertently stripped. There was no patient present when this issue was identified. No additional information was provided.